Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that 7 pledgets fell apart and unraveled upon removal. Consumer stated she experienced this problem in (B)(6) 2018. Consumer sought medical attention (B)(6) after experiencing pain and strong cramps. Consumer was diagnosed with bacterial vaginosis and prescribed the antibiotic metronidazole. Consumer finished the course of antibiotic. Consumer improved for a few days after treatment but the cramps returned and consumer started spotting. Consumer sought additional medical care and doctor prescribed a second course of metronidazole antibiotic. Consumer finished the course of antibiotic. Consumer reported that cramps are returning, and she will continue to seek medical attention.